Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states no or low pressure faulty compressor. Late filing due to the initial belief that this was a duplicate submission. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed. Late filing due to the initial belief that this was a duplicate submission.